Event description:
In 2008, a report was rec'd that a single platelet donation of 600 ml, was split into 3 prods and transfused to 3 separate pts. Each pt experienced symptoms following their transfusions that the customer feels are associated with the split prod. Two of the three prods were tested by the transfusing facility and tested positive for coag-neg staph. This report is for pt # 1. Pp1: adult female oncology pt experienced fever/illness after receiving above referenced platelets in an outpatient clinic. She was later admitted to the hosp through the ER and given antibiotics. Symptoms resolved. This pt had prior transfusions and continues to receive blood prods as an outpatient as continued treatment for her malignancy.

Manufacturer narrative:
The sample was not returned to fenwal for eval. A two yr review of prod code 4r2341 did not identify any similar reports. A review of the complaint lot n07i20010, did not reveal any similar reports of suspected bacterial contamination. The mfg facilities reviewed batch records for this and surrounding batches, which included sterility test results, pyrogen testing, bioburden, inprocess & final chemical analysis, particle analysis, solution filter testing, with no exceptions noted and all results within applicable spec. Per fenwal medical dir: septic reactions are recognized adverse events associated with platelets transfusion. They usually occur due to bacterial contamination during collection. Recent data indicate that bacterial cultures on day one after collection misses about 50% of bacterial contaminated units. Based on info rec'd and reviewed no causality relationship between this event and fenwal amicus apheresis kit has been identified. This constitutes a final report.